Manufacturer narrative:
The field service engineer (fse) primed the analyzer and noted micro bubbles in the wash pump. The fse replaced the wash seal, o-ring, and wash valve rotor; and no further micro bubbles were noted. The fse increased the mixer speed (from 2,460 to 2,500 rpm (rotations per minute)) and cleaned the wash tower nozzle. The fse also tested ultrasonics and noted the ultrasonics values did not change since the transducer was replaced on 05/24/2013 (low was set to 6.09 and high was set to 196.5; while on (B)(4) 2013, the low was 6.11 and high was 192.3). The fse suspected this drift to be the cause of the first replicate issue and recommended another transducer replacement. On (B)(4) 2013, the ultrasonic transducer was replaced and the fse adjusted voltages and performed associated alignments. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor the customer-supplied data indicated 25 different reagent packs were used between (B)(4) 2013 (14 different assays) but the results obtained for the first replicates of these reagent packs were available for only 7 reagent packs. A review of the data revealed, in general, quality control recovered low during this time period. A successful system check, on (B)(4) 2013 passed all measured parameters and was within specifications. In conclusion, the likely cause of the event was instrument hardware. Beckman coulter continues to track and trend any event related to this issue.

Event description:
The customer reported issues with quality control (qc) imprecision involving the access 2 immunoassay system. The customer stated the issues occurred across multiple assays and noted the first repetition was out of range but acceptable after reanalysis. The customer observed the issue with rubella and prolactin and one testosterone calibration failed due to elevated percent coefficient of variation (%cv). System checks had all been acceptable. The customer stated patient samples were not impacted at the time of the event. There was no report of patient injury or change in patient treatment associated with this event. The customer was advised to discontinue use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.